Manufacturer narrative:
Bayer case number: (B)(4) medical device removal [medical device removal], diffuse muscle fatigue in the lower and hind limbs, pelvis [muscle fatigue] , number of devices involved: 3 [accidental insertion of multiple contraceptive devices] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-apr-2026. The most recent information was received on 17-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 58-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: accidental insertion of multiple contraceptive devices ("number of devices involved: 3"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (b)(^0 2024, 5425 days after essure insertion, she experienced muscle fatigue ("diffuse muscle fatigue in the lower and hind limbs, pelvis"). On (B)(6) 2025 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (salpingectomy). At the time of the report, the muscle fatigue had not resolved. The outcome of medical device removal was unknown. No causality assessment was received for essure with regard to muscle fatigue or medical device removal. The reporter commented: occurrence period: early in 2024 . Patient's current condition: the symptoms have not changed, they are still present and I would even say more pronounced. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) medical device removal [medical device removal] , diffuse muscle fatigue in the lower and hind limbs, pelvis [muscle fatigue] , number of devices involved: 3 [accidental insertion of multiple contraceptive devices] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-apr-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 58-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: accidental insertion of multiple contraceptive devices ("number of devices involved: 3"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2024, 5425 days after essure insertion, she experienced muscle fatigue ("diffuse muscle fatigue in the lower and hind limbs, pelvis"). On (B)(6) 2025 she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (salpingectomy). At the time of the report, the muscle fatigue had not resolved. The outcome of medical device removal was unknown. No causality assessment was received for essure with regard to muscle fatigue or medical device removal. The reporter commented: occurrence period: early in 2024 . Patient's current condition: the symptoms have not changed, they are still present and I would even say more pronounced. Actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.